Event description:
The app for the iphone libre 3 kept saying "signal loss". Abbott says they only support up to version 17.5 and I updated my iphone 15 pro to version 18.3. Spent a long time on the phone with them. They said I had to use the reader that they sent until the app is updated by abbott. I hate having to carry around an extra piece of equipment when the app is so handy. The reader has to be charged every day and has to be kept within range of the sensor. It's very annoying that they won't update their app. I honestly feel like if they are going to create an offer an app for their product then they oughta keep it updated for current phones.